Manufacturer narrative:
Corrected data: outcomes attributed to adverse event - on the initial MDR only other serious (important medical events) was indicated however required intervention to prevent permanent impairment/damage should also have been chosen. Describe event or problem ¿ within the original text on the initial MDR the implanted eye was identified as being the left eye, this is incorrect the implanted eye is the right eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Date of event, exact date unknown, one month following implant. If explanted, give date: not applicable as the lens remains implanted. (B)(6). Reason for non evaluation: to date, the intraocular lens remains implanted. A review of the manufacturing records was performed. Based on the manufacturing record review, no deviation or assignable cause was identified when this production order was completed. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a physician had five (5) patients that experienced cystoid macular edema (cme) after implantation of an amo intraocular lens (iol). This report is for one of these patients who experienced cystoid macular edema (cme) one (1) month post implant of a za9003 14.5 diopter intraocular lens (iol) in the left eye. The actual incident date was not provided. The target refraction was -2.00. Refraction achieved -1.50/-0.50x80. Best corrected visual acuity at one (1) month: 20/20. Post-op optical coherence topography (oct) macular thickness: 396um (unit of measure) the doctor did not know the cause of cme. The vision after surgery was perfect. No obvious signs of inflammation or discomfort were noted. No potential risk factor for cme was noted. The doctor found the cme based on the post¿op optical coherence topography (oct) results. The doctor usually prescribes voltaren eye drops for 1 week after surgery. He uses 0.1% prednisolone drops for 1 month after surgery. Since the occurrence of cme, the doctor extended the voltaren eye drops dosage to 1 month. The case resolved after treatment with voltaren eye drops. No further information was provided.